Event description:
It was reported in the acta obstrica et gynecologica scandinavia 2002; 81: 72-77, that following a sling procedure, a hematoma was found in the retropubic area. It is unknown what type of intervention.